Event description:
It was reported that the right ventricular (rv) lead was oversensing, undersensing and had also exhibited high thresholds and low impedance measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).